Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported frequent low blood glucose (bg) events after resuming ilet use following a 2.5¿3-week break for surgery and rehabilitation. The lowest blood glucose (bg) recorded was 43 mg/dl, accompanied by shakiness, sweating, and difficulty focusing. The user corrected the low bg with juice and later discontinued pump use due to safety concerns. Additional training was scheduled to support safe re-initiation. No medical intervention was reported at the time of call.